Manufacturer narrative:
Device not explanted.

Event description:
A mitroflow 19 mm valve (model unknown) was implanted. Post-operatively mild-moderate aortic regurgitation with central leak was identified. The patient symptoms are presently unknown. There was some suggestion that the valve might have been deformed at implant, but this is not confirmed.

Manufacturer narrative:
The manufacturer received confirmation from the site that no other information will be provided. It was indicated that the physician no longer perceived a device issue. It was never confirmed whether the patient was symptomatic, or whether any stent deformation was confirmed. From the available information, no intervention was necessary. As such, the adverse event is deemed unconfirmed and no device investigation is warranted at this time. Should additional information be received in the future, the event will be re-evaluated and appropriate investigative action will be taken.